Event description:
It was reported that the patient received multiple inappropriate therapies due to uncontrolled atrial fibrillation. The patient's im plantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.